Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning around a worn spot causing a gap/groove. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of forceps lifting wire being clogged was not confirmed. In addition to evaluation in b5, due to wear of forceps control lever, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had white-clouded area protector of universal cord on control section side had a scratch. The connecting tube had a wrinkle. Due to damage on switch button 2, the switch could not be pressed down smoothly. Due to damage on switch button 4, the switch could not be pressed down smoothly. Reprocessing of insertion and bending section the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. It is unknown if the insertion section was wiped. It is unknown if there were any abnormalities in the accessories used for reprocessing. It is unknown if the insertion section (including bending section) was wiped/brushed with clean lint-free cloths, brushes, or sponges. Reprocessing of control section, universal cord, and connector the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. It is unknown if there were any abnormalities in the accessories used for reprocessing. It is unknown if all the external surfaces of the endoscope were wiped/brushed with clean lint-free cloths, brushes, or sponges. Reprocessing of forceps elevator the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. It is unknown if the forceps elevator was raised and lowered three times underwater during suction. The forceps elevator was brushed. Around the forceps elevator was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis gastrointestinal videoscope forceps lifting wire cleaning port was clogged. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the forceps elevator, insertion tube and universal cord had foreign material due to insufficient cleaning.